Event description:
The extension arm and light head fell from the down tube mounted in the ceiling. No one was present when the light fell, the business was closed at the time of the incident and there were no injuries. When they arrived to open the business, they found the light head and extension arm on the floor. The repair technician suspected improper installation. The extension arm was not properly attached with washer and retaining clip. The customer could not confirm whether or not the washer and retaining clip was previously installed. The previous installer is no longer with the company and the packaging for the lights was thrown away. The customer owned 3 models of this type (3xvs10sc). Only one light was involved in the incident. Three accessory kits containing washers and retaining clips were sent to the customer. The customer has installed the washers and retaining clips in all three models.